Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms when. Reportedly, the customer received occlusion alarms when the fill estimate reached below 20 units of insulin and the customer attempts to deliver a bolus. Customer declined troubleshooting with tandem technical support. Customer's blood glucose (bg) level reached approximately 510 mg/dl. Customer delivered manual injections, changed the pump supplies, and delivered a bolus to address elevated bg levels.